Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported an incorrect treatment on a patient's left eye during a lasik procedure. The site believes the laser changed the sign of the cylinder on its own which resulted in an incorrect treatment. Two days later, the patient was retreated.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. Review of the logfile for the day of treatment showed no relevant error messages or warnings. During the start-up, the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eye tracker and fluence test without any issue. The logfile shows multiple successfully performed treatments. The user performed an energy check and then performed several other treatments. The treatment for the left eye was performed successfully without interruption. The treatment was performed with the following values: sphere: 0.75 d, cylinder: 2.50 d. No technical problem could be identified during logfile review. The user is required to check the patient and treatment data typed. A + (plus) value was typed in the system so the device performed as expected. The device did not change above mentioned values. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could be determined as user handling. User introduced incorrect values for the treatment. The manufacturer internal reference number is: (B)(4).